Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Device surgically abandoned.

Event description:
It was reported that this right arterial (ra) lead exhibited noise. The physician implanted a new ra lead. This ra lead was surgically abandoned. No additional adverse patient effects were reported.